Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.